Event description:
It was reported that bd alaris smartsite gravity set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that there is an issue with the tubing or its connection.

Manufacturer narrative:
The customer reported there is an issue with the tubing, or its connection, and returned one photo of material 10802688, lot unknown. Upon initial visual examination, the photo had no defects or abnormalities. The customer seems to be pointing to the male luer, and mentions connection issues, the issue is potentially with the luer. Without more information such as the physical sample, the complaint cannot be verified. The root cause for the issue could not be determined without all necessary information. The manufacturing plant was unable to find to any trends or other possible root causes for the issue reported. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents.